Event description:
Analysis of the returned device found that the plunger assembly was defective, the pump had communication issues, and it failed to accept a standard library configuration. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer¿s complaint upon reviewing the alarm history. The plunger assembly was replaced along with an interconnect board due to rj45 communication issues, and the main printed circuit board (pcb) was replaced due to failure of accepting a standard library configuration. The pump passed all performance verification testing.